Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had high impedance and noise was observed on stored episodes. A lead warning triggered. Noise was also able to be reproduced. It was also reported that after ra lead replacement the right ventricular (rv) lead had poor sensing and low r waves. It was noted that slack had pulled back on the ra and rv leads as noted on x-ray. There was difficulty repositioning the leads, so the decision was made to explant and replace both. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.